Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at time of incident. The customer was treated with bolus. The customer had pattern of fluctuation in blood glucose while in auto mode, after eating and had bolus blood glucose gone high and took another bolus had low blood glucose. The customer was advised that she should speak with health care professional about the adjustments. The insulin pump will not be returned for analysis.